Event description:
It was reported that the right ventricular (rv) lead was fractured, resulting in infinite impedance measurements and no capture. The patient¿s heart rate was in the 30¿s. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction.